Manufacturer narrative:
D9: device return date "13-sep-2024". H3: one device was returned for repair in good condition. Review of event history found there were no errors related to the customer complaint. There were no services reported previously. Visual and functional tests were performed, and no problem was found.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed downstream occlusion (dso) calibration. The event occurred during testing, there was no patient involvement.